Event description:
The customer contacted physio-control to report that their device did not complete charging defibrillation energy when they wanted to administer a 200 joules defibrillation shock to a patient. The charge tone continued to sound, but the device would not complete the charge. A defibrillation shock could not be administered. The device's service led turned on, and multiple event codes were logged into the device's memory. A back-up device, that was immediately available, was then used to deliver a defibrillation shock to the patient. There was patient use associated with the reported event however, there was no negative outcome for the patient.

Manufacturer narrative:
Physio-control further evaluated the removed biphasic therapy pcb assembly and determined that the cause of the reported failure was due to multiple fractures in the solder joints of integrated circuit (ic) chip, designator u6 on the biphasic therapy pcb assembly.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control replaced the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.